Manufacturer narrative:
H3- device evaluation: a piece of the lens was returned in liquid, in micro-centrifuge vial. Visual inspection found the optic torn/split and the haptic broken. Claim # (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Weight, ethnicity, race: unk. PMA/501k: this product is not marketed in the us. (B)(4). A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.5/1.5/104 (sphere/cylinder/axis), implantable collamer lens, tore/broke during injection/delivery into the eye on (B)(6) 2020. The lens was implanted, removed and replaced within the same surgery and the problem resolved. It was reported that there was no patient injury. Cause of event was unknown.